Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic appendicitis procedure, the camera was stuck to the device and was not able to removed. After the operation, the surgeon tried to remove the camera and suddenly the camera stuck. The camera could not be removed without removing also the device even it was tried twice. So, it was ended up removing the camera with the device and the walls of the abdomen got injured.